Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative tricuspid regurgitation for a triclip procedure. During the procedure it was challenging to separate the clip from the cds. Troubleshooting was performed successfully and the clip was deployed successfully, however the clip tilted during the deployment. Both the anterior and septal leaflets were still attached to the clip and there had been significant tr reduction. The procedure was discontinued. The final tr was grade 2. There were no clinically significant delays reported. The next day, (B)(6) 2025, during post-procedure follow-up echocardiogram is was determined that a single leaflet detachment (slda) had occurred and the clip was no longer attached to the anterior leaflet. The clip remained stable on the septal leaflet. The tr was grade 3. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or difficult or delayed activation (clip deployment). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported difficult clip deployment and incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.